Manufacturer narrative:
Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2014; 5086mri4, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes of oversensing. T-wave oversensing (twos) was also observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.